Manufacturer narrative:
The last calibration performed on 19-sep-2023 was ok and there were no alarms. Quality controls recovered within range. There was no indication of a reagent or instrument performance issue. The field service engineer stated that previous instrument checks passed. Precision studies were performed and these recovered within acceptable ranges. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The serial number of the c 503 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with lpa2 (lipoprotein a) on a cobas pro c 503 analytical unit. No questionable results were reported outside of the laboratory. The customer had been running samples in duplicate due to ongoing issues. The sample initially resulted in a lipoprotein a value of > 67 mg/dl accompanied by a data flag. The sample was repeated with a x3 automatic dilution, resulting in a lipoprotein a value of 63 mg/dl. The sample was repeated a second time, resulting in a lipoprotein a value of 131 mg/dl. The sample was repeated three additional times, resulting in lipoprotein a values of 71 mg/dl, 65 mg/dl, and 65 mg/dl. The sample was repeated twice on a second analyzer, resulting in lipoprotein a values of 73 mg/dl and 64 mg/dl. The sample was repeated two additional times on the second analyzer on 16-oct-2023, resulting in lipoprotein a values of 66 mg/dl and 63 mg/dl. The value of 63 mg/dl was deemed correct.